Event description:
Pt underwent a multiple level foraminotomy at l3/l4 and l4/l5 (date unk). Gelfoam, adcon-l, and steroids were administered intraoperatively. In addition, pt received a local anesthetic via a perispinal injection. One week later, pt presented symptoms of cerebrospinal fluid leak. An MRI was performed to confirm the leak. The pt underwent reoperation to repair a small midline longitudinal opening at l5. The pt then recovered.